Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was unable to inflate the device. During surgical evaluation, the tubing above the pump was found to be disconnected. A surgical procedure was performed in which the existing device was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.